Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor delivered a monophasic pulse of 113j during testing. Root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A corrective action has been initiated and real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the monophasic pulse.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.